Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
It was reported that the wire, as it was used through the tuohy, unsheath itself, so that the inside of the wire like the stainless steel portion was exposed. The wire did not maintain it's integrity. They removed the wire and used another one of the same kind to finish the procedure. No complications. There's only 1 wire out of the box of 5 that has a problem.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
It was reported that the wire, as it was used through the tuohy, unsheath itself, so that the inside of the wire like the stainless steel portion was exposed. The wire did not maintain it's integrity. They removed the wire and used another one of the same kind to finish the procedure. No complications. There's only 1 wire out of the box of 5 that has a problem.